Manufacturer narrative:
Additional information: d4-UDI. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the during the laparoscopic cholecystectomy intestinal adhesion decomposition surgery, the electric hook head fell off, immediately activated the emergency plan, search, postoperative fluoroscopy, found no left in the patient, found the shed part. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).